Event description:
The pt had a seizure at school. In an attempt to abort the seizure, the pt's device was swiped 20 times with the magnet. The reporter also stated that when the pt came in for office visit, the device was interrogated and found to be set to 1.00ma than the previously programmed 2.25 ma. The generator was reprogrammed to the previous settings. Further follow-up revealed that since the generator was reprogrammed, the pt is "doing much better." The reporter did not recall if an interrupted lead test may have occurred during the pt's prior office visit; this could have caused the change in output (2.25ma to 1.00ma).